Event description:
It was later reported that the patient had their vns generator replaced due to battery depletion. The device was not able to be interrogated during surgery due to battery being completely being drained. The explanted device has been discarded. No other relevant information has been received to date.

Event description:
It was reported that the patient's device could not be interrogated despite all troubleshooting steps being tried and multiple programming systems being used. Implant depth was discussed but that was ruled out as the generator can be palpated. Patient can still feel stimulation. The device history records for the generator were reviewed. The generator passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
E1: corrected data, initial reporter: initial reported inadvertently listed wrong reporter.